Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The front caster wheel on the right has separated. The tire is off of the caster hub.